Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested for this subcutaneous implantable cardioverter defibrillator (s-ICD) due to random spikes on the primary vector. The markers were not annotated as noise or sensed events. A boston scientific technical services consultant reviewed the data and noted there appeared to be some telemetry artefact in primary vector. The device had been programmed to alternate vector and available data showed normal device function. The consultant recommended continuation of routine follow-up visits. No adverse patient effects were reported.